Event description:
It was reported that during a follow up in clinic, pacemaker mediated tachycardia (pmt) was noted on the device. Abbott technical support was contacted, session records were reviewed, and noise resulting in oversensing and inappropriate automatic mode switch (ams) was also noted on the device. Reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.